Event description:
It was reported that the lead exhibited loss of capture and greater than 4000 ohms impedance. The lead was explanted and replaced, during which time fracture due to clavicular crush was observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the pacing coil and sensing cable were fractured at 41 cm from the connector pin due to clavicular crush.